Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00013 on 07-feb-2023. Additional information (07-feb-2023): siemens reviewed the instrument data and determined that sample identifier (B)(6) produced a high-sensitivity troponin I (tnih) result of 5 pg/ml on (B)(6) 2023 instead of the reported 12 pg/ml. The customer declined to provide additional input on this topic. The instrument data demonstrates the erroneous result was produced out of a small sample cup and the aspiration profile for the affected result was atypical. The initial report mentions multiple service actions for the photometer, cuvette, and heterogenous module wash system. However, none of these systems are used when processing tnih and are unrelated to the erroneous result. Siemens determined that an incomplete aspiration of the sample from issues with the sample integrity, sample cup placement, sample cup fill, or sample probe alignment potentially contributed to the erroneous tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. As per the customer, there were no issues with quality control (qc) recovery. The customer cleaned windows and aligned the photometer arm. The customer also replaced the heat torch and diaphragm in the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times for this incident and an unrelated incident. During these visits, the cse performed total service visit (tsv) and checked and cleaned the photodiode. Then, the cse replaced the source lamp and aligned the photometer. During the tsv, the cse replaced sample drain, reagent 2 (r2) drain, and wash probes, and cleaned all windows. Then, the cse found small bubbles in sampler metering syringe, replaced sampler metering syringe, wash 2 (w2) tubing to pump, and heterogenous module (hm) way solenoid valves, performed alignment on all arms, and performed system check, which recovered acceptably. On the subsequent visit, the cse replaced hm tubing, peri pumps, and wash 1 tubing to pump panel, and primed the hm. Then, the cse ran system check and observed a small droplet of water on w2 probe and w1 probe. Then, the cse verified all probe alignments, replaced waste tubing and bottom hm solenoid valve, and ran system check which recovered acceptably. The customer ran qc and qc recovered within range. The cause of the falsely depressed tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The erroneous result was reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument, recovering higher than the erroneous result. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.